Manufacturer narrative:
(B)(4). Evaluation of the returned device did not find any defects. Review of the receiver data log confirmed the reported hardware error. The root cause was determined to be related failures.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient's mother to restart device on (B)(6) 2014. Dexcom has issued an rga for patient to return their device to be investigated.